Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item (no lot number provided). Medical records were not provided. A field action search identified no quality hold associated with the following part (00725505628) as of (B)(6) 2020. No lot number was provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown head. Unknown femoral stem.

Event description:
It was reported that approximately 17 years post implantation, the patient underwent a revision of the right hip due to poly wear of the liner. Attempts have been made and no further information has been provided.